Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The explanted device was received for investigation. The evaluation is not complete. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) level was 700 u/l with no other clinical signs or symptoms present. The patient was admitted to the hospital and started on an integrilin infusion. An echocardiogram performed on (B)(6) 2016 showed that the patient's aortic valve opened trivially with each heart beat, and the septum shifted rightward in systole. The left ventricle had severely depressed systolic function and diastolic dysfunction. The right ventricle had moderately depressed systolic function. There was also moderate left atrial enlargement. CT angiography that had been performed pre-admission on (B)(6) 2016, showed a smooth crescent shaped hypodensity in the periphery of the lvad outflow cannula. It was found to be grossly stable since a prior non-contrast CT scan that was performed on (B)(6) 2016. This was reported as a nonspecific finding that may or may not represent a luminal thrombus. The lvad inflow cannula was found to be in satisfactory position and all other findings were stable. The cause for the patient's increased ldh was thought to be due to possible pump thrombosis. On (B)(6) 2016, the patient received a routine heart transplant. The patient was subsequently discharged and is reported to be doing well.

Manufacturer narrative:
The report of pump thrombus was confirmed during the evaluation of the returned pump. The examination of the outlet stator revealed a red/white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the device was supporting the patient. Although a specific cause for the deposition and a time frame for which it was present in the pump could not be determined, it could have potentially contributed to the report of elevated lactate dehydrogenase levels. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.